Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device has a on/off knob that is not functioning. There was no patient involvement.